Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed incorrect interpretation of signal and inappropriate shock on the implantable cardioverter defibrillation (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.